Manufacturer narrative:
The device from the reported lot was returned for investigation. The lot history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The device was visually inspected. It was found that two of the nanoclaves were separated from the manifold. Bond area was evaluated under uv light, and adhesive coverage was observed. Functional testing was performed. The allegation made by the complainant was confirmed. The probable cause of the reported issue was unable to be determined.

Event description:
An event involving a 20 cm (8") pur smallbore ext set w/3-port nanoclave manifold, check valve, nanoclave, rotating luer reported that while attempting to connect the adapted tubing to the manifold in question, the valve component broke, allowing air to enter the circuit. The procedure was routine, with no force or strain applied to the connectors. Immediate clamping of the central venous catheter (cvc), replacement of the entire line. There was patient involvement and no harm/adverse event reported.